Manufacturer narrative:
(B)(4). Batch # m5443h. Additional information was requested and the following was obtained: please clarify what is meant by, the device fired. However, the product has not been activated. This is not clear. The product was activated without activation when the product was positioning in the tissue. Was the device able to be closed: nothing was related; was the device fired: yes, before activation; or, did the device lock out: no; was the firing handle advanced, but the device did not cut and no staples were deployed: no, the stapling didn¿t happen; did the device cut the tissue without being activated by the surgeon: no; did the staples fall out of the device without the handle being activated: no. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that, ¿the product was activated without activation when the product was positioning in the tissue.¿ does this mean that the staples protruded from the device during placement on the tissue and prior to squeezing the firing trigger; when asked if the device fired, it was reported, ¿yes, before activation.¿ please explain what this means as it is not clear: when asked if the device was able to be closed, it was reported ¿nothing was related.¿ this is not clear. Please explain what this means. The analysis results showed that the cs40g device was received in good visual conditions and with a reload present. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a rectosigmoidectomy procedure, during the adjustment of the device to the section of the rectum, the device fired. However, the product has not been activated. Unknown how case was completed. There were no adverse consequences for the patient.